Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Revision surgery has been scheduled. Advanced bionics is still in the process of obtaining additional information. When more information is available, a supplement report will be submitted.

Manufacturer narrative:
Additional information - section b3, d1, d4, d6b, d6a, h4, h6, & h10. The recipient reportedly experienced electrode extrusion. The recipient's device was explanted. Advanced bionics is currently attempting to obtain consent from the recipient. The device is pending return for advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.